Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your current doctor, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If in your possession, may we have copies of your operative reports (implant surgery (B)(6) 2008 and/or partial mesh removal)? Patient reported adverse event regarding one month post-op pain, urinary discharge and partial mesh removal was submitted via medwatch 2210968-2020-00972.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2008 and the mesh was implanted due to a bladder lift. It was reported that one-month post op, the patient started experiencing pain and urinary discharge and the sling was partially removed. Since that time, the patient has returned with complaining of pain and urinary discharge. The patient was prescribed pain medication. The remaining part of the sling hasn't been removed due to damage that would occur between the bladder and surrounding tissue. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 03/26/2020 . Additional information: a2, a4, a5. Corrected information: b7, d6. Additional h-6 patient codes: 1932, 2275, 3189- surgical intervention. Corrected b5 narrative: it was reported that the patient underwent a sling procedure on (B)(6)2008 and the mesh was implanted due to a bladder lift. It was reported that one-month post op, the patient started experiencing pain and urinary discharge. The initial surgery seemed to work for awhile but the past 2 years the patient experienced intractable leakage and several months had problems with urgency incontinence, bladder/vaginal pain, and no stress incontinence. Frequency of urination began 2-3 years ago and has been present on several occasions. The patient was urinating every 30 minutes. Patient described urgency, urinary incontinence as severe and manifested by the fact that she leaks urine if she does not get to the bathroom immediately. Leakage was 10 or more times daily and 3-4 pads each day with wearing diapers. Treatment was unsuccessful with short term antibiotics and antispasmodics. Excision of eroded mesh and revision of vaginal wall was performed on (B)(6)2011 due to urge incontinence, functional urinary incontinence and mesh erosion. It was reported that the cysto was normal at the time of surgery. On (B)(6)2012 follow up visit, the patient complained of pelvic pain which still the same for several years, vaginal and sp pain, same frequency with urination every 15 minutes. Urgency and intractable urinary incontinence were unchanged with same quantity of pads daily. At the last visit she was treated with antibiotics and no uti or bladder infection since last visit. The patient was healing well after excision of mesh but still as expected has oab/overactive bladder, ui and pelvic pain. On (B)(6)2013 the patient presented with persistent pelvic pain and severe luts. Exam showed that mesh erosion resolved and normal cysto in the past and in or. On (B)(6)2013, the patient is still complaining of pelvic pain and bloating. CT essentially was normal except for tiny left 3mm renal stone which is unlikely to be causing any problems. The patient was prescribed ic treatments. On (B)(6)2013, the patient was still complaining of frequency, urgency and pelvic pain. It was reported that it feels she is getting worse. Vaginal exam was normal. First ic rx was given today with heparin only as she took the elmiron orally and did not read the bottle. The patient will be given 1-2 more treatments. If these do not help, she will be scheduled for hd. Trial of myrbetriq 50mg po qd prescribed in the meantime. On (B)(6)2013 for bladder frequency is worse. The patient now urinates every hour. The incontinence is urgency and worse. She describes her leakage as moderate twice a day and uses 4 pad(s) each day. Her pad use has increased. The following treatments have been used: antispasmodics, diet change. Pelvic pressure and pain are worse. Vital signs: bp systolic: 107, bp diastolic: 48, pulse: 72, weight: 169, bmi: 31.929. Uterus and cervix are surgically absent. Vagina is stenotic. Atrophic vaginitis is present. There is no palpable or visible mesh erosion. Current impression is urge incontinence, chronic interstitial cystitis and abdominal pain unspecified site. Bladder instillation of medications: lidocaine, heparin, sodium bicarbonate every 2 weeks with 6 treatments was ordered on (B)(6)2013. Transurethral surgery with cystoscopy and hydrodistention was ordered on (B)(6)2013. Current impression was that the patient is healing well after excision of mesh but still as expected has oab/overactive bladder, ui and pelvic pain. Pain sound like ic; intravesical treatments are considered if not better by next visit. Additional information was requested, and the following was obtained: please clarify if ethicon gynecare product/ ethicon tvt mesh (tension free vaginal tape) was involved in this event and provide evidence/medical records? - not known. What was the product (name, code, lot, manufacturer) implanted in (B)(6)2008, then eroded and excised in (B)(6)2011?- doctor was not involved in the initial surgery not known. May we have both operational reports for review (B)(6)2008 initial surgery and partial mesh removal procedure)? ¿medical records of 2010-2013 sent. The patient demographic info: age, weight, bmi at the time of index procedure? The indication for the (B)(6)2008 initial surgery? What was diagnosis/indication for partial mesh removal in 2008? Please clarify ¿a sling is between tissue and bladder¿? Mesh sling location, diagnostic confirmation? Location and character of the pain? Please specify a type of urinary discharge? Has urinary discharge/incontinence changed from pre-surgery condition? Is it worse, better, or returned same? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to both events? What is the patient's current status? Other relevant patient comorbidities/concomitant medications/concomitant procedures? Mesh product code and lot number? Medical records have been attached. - attachment:(B)(4)- other_redacted.pdf,(B)(4) consult letter_ redacted.pdf, (B)(4) esoteric_surgical packet_redacted.pdf, established visit_redacted.pdf]